Manufacturer narrative:
A separate report will be submitted regarding the pipeline flex with shield (model: ped2-500-16, lot: b243322). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding 2 pipeline flex with shield stents that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left internal carotid artery (ica) aneurysm. The aneurysm max diameter was 18mm and the neck diameter was 3mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. It was reported that all devices were prepared according to the instructions for use (IFU). Both pipeline devices failed to opened at the distal end when deployed. The distal end of the pipeline was positioned in a vessel bend. More than 50% each pipeline was deployed when the failure to open occurred. The pipeline shield (model: ped2-500-14, lot: b212179) was resheathed more than twice and the pipeline shield (model: ped2-500-16, lot: b243322) was resheathed 2 or less times. No other devices or steps were tried to open the pipeline. Both pipelines were resheathed and removed with the microcatheter. A pipeline flex with shield (model: ped2-450-12) stent was able to be placed without incident. There was no harm or injury to the patient. Post-procedure angiography results showed the ped2-450-12 was successfully deployed across the aneurysm neck.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipelines failed to open in the middle section, and the devices were in a bend when they failed to open. Resheathing had been attempted to open the device.